Manufacturer narrative:
Investigation summary: it was reported there is foreign matter and damage. To aid in the investigation, ten samples and three photos were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. Nine samples have embedded degraded resin and one is damaged. No other defects or imperfections were observed. The three photos provided shows some of the samples received. A device history record review was completed for provided material number 301031, lot number 0049032. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that a jam occurred in the assembly process inducing the damage to the sample. Verification of the assembly process was performed. Setting were correct. Alignment and product flow was found acceptable. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 20ml ll bns was damaged. This occurred on 65 occasions. The following information was provided by the initial reporter: it was reported damaged (other).